Event description:
Report received from (B)(6) stating that he device was "heating". The device was not being used in surgery. There was no reported pt or user injuries. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.